Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced crack rear case, front case, left and right handle, barrel clamp assy, and corroded left and right iui's. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Also, there was a production failure q6 200091842 for failed barrel clamp calibration open clamp which does not correlate to the customer reported issue. Also, there was a production failure q6 xxxxxx for failed plunger force calibration which does not correlate to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the cover/case rear syringe. A review of the device history record showed the device had a manufacture date of 09jan2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported physical damage. There was no patient involvement.